Manufacturer narrative:
The results of this investigation concluded leaflets 2 and 3 contained tears. There was fibrous thickening of leaflets 1 and 2, and fibrous pannus ingrowth on the inflow surface of leaflet 2. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2016, aortic insufficiency (ai) was noted on echo. Due to worsening ai, the valve was explanted on (B)(6) 2017 and a 23mm edwards magna ease was implanted.